Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a 199 failure code. The event was reported to have occurred during delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the device did not malfunction as was initially reported.